Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: wire (shaft) that pushes and pulls the forceps port (jaws) was fractured at the connecting section to the handle. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited the wire (shaft) that pushes and pulls the forceps port (jaws) was fractured at the connecting section to the handle. The spring inside the handle is deformed. There was no patient involvement.